Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be stuck on the initialization screen, but the receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test was performed, and it failed sound tests. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.